Event description:
During a procedure, the tip of a synchro select soft straight guide wire broke off in the patient. After multiple attempts to retrieve, it was determined by doctor the risks outweighed the benefits of further attempts to retrieve. FDA safety report ID# (B)(4).